Event description:
I have already reported dr. (B)(6), dr. (B)(6). Dr. (B)(6) was banned from performing lasik surgery in (B)(6). If you call his office, they say he's doing research and refer you to the other butcher's office, dr. (B)(6) who ruined me in 2001. He settles with everyone. He said he did no wrongdoing, reported my outcome to the FDA because he had no idea why my eyes weren't adhering well to the lasik procedure. I wasn't a candidate and he would not examine my eyes. Anyhow, he had told me he filed the fact that I had a bad outcome -although he claimed not to his wrongdoing. (B)(6). I have been trying to have dr. (B)(6)investigated for years. Please have this done.